Manufacturer narrative:
Investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Physician reported site technician entered wrong keratometry axis for one pt's surgical treatment data. Pt was reported to have been treated using the incorrectly entered data. Post op pt status was limited to the fact that the pt is doing well. Pt records have been requested.